Event description:
The device evaluation identified a reportable malfunction. Balloon burst/holes, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B) (4): the testing and investigation results have been received and indicate that a balloon burst/hole was confirmed. The device reported, list number m188, is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. (B) (4)